Event description:
The information received from a journal article: davlouros pa, et. Al., flat panel digital detector cinefluoroscopy late following ses or bms implantation for detection of coronary stent fracture in asymptomatic patients, int j cardiol (2010), doi:10.1016/j.ijcard.2010.11.002, reported that a patient treated with a cypher sirolimus-eluting stent (ses) had a type 3 stent fracture with 60% stenosis at follow-up. The patient was asymptomatic. Percutaneous coronary intervention (pci) was performed during the follow up.

Event description:
Additional information was received that indicated; the stent was pre-dilated at 12-14 atm. The target lesion was the left anterior descending (lad) artery. There was no possibility of dissection. The stent deployment pressure was 18 atm. The stent was post-dilated at 18 atm. The residual stenosis was 0%. The stent was not in a location where the vessel was intramyocardial. The status of the patient is okay.

Manufacturer narrative:
The device remains implanted and is therefore not available for evaluation. Additional information will be submitted within 30 days from receipt. Please note the event date is unknown. The catalog number is unknown. The catalog number entered represents an unknown cypher select plus. The device is not distributed in the unites states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states.

Manufacturer narrative:
The information received from a journal article: davlouros pa, et. Al., flat panel digital detector cinefluoroscopy late following ses or bms implantation for detection of coronary stent fracture in asymptomatic patients, int j cardiol (2010), doi:10.1016/j.ijcard.2010.11.002, (case 4) reported that at follow-up 45.5+/- 15.7months post stenting with a cypher sirolimus-eluting stent (ses) a type 3 stent fracture with 60% stenosis was observed in the asymptomatic patient. Percutaneous coronary intervention (pci) was performed during the follow up. Type 3 stent fracture was defined as complete transverse fracture of the stent without displacement of the two components of the fractured stent. The article indicated a minimal lumen diameter (mld) of 3.17, and reference diameter (rd) of 4.11 post implantation, with a % stenosis post implantation of 23. The mld at follow-up was 1.59 with a rd of 3.95 at follow-up. Additional information reported that the target site was an eccentric lesion in the left anterior descending (lad) artery. Predilation was performed at 12-14 atm and the 2.5x13 cypher select stent (B)(4) was deployed at 18 atm. The instructions for use outlines that the rated burst is 16 atm. The stent was post-dilated at 18 atm. The residual stenosis was 0%. The stent was not in a location where the vessel was intramyocardial. There was no dissection. The status of the patient is okay. The article also reported that the fractured cypher stents observed in this study compared to those that were not fractured were more frequently located in an angled area in the middle of the vessel and occurred more in type b2 and c lesions. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot i0605013 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring:no excursions were found for lot i0605013. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A DHR review was requested to (B)(4). For part number: 01a5991 stent lot number: 4036577 and the results indicate that all stents shipped meet specified release requirements. Although no definitive conclusion can be made, factors that may contribute to fractures include implantation of stents in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Stents often straighten out the vessel and may be subjected to more force and bending movements because of this straightening action. The mechanism of restenosis after stent fracture may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Vessel/lesion characteristics resulting in mechanical stress may have contributed to the event. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.